Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system had an issue where multiple pockets were unable to be recovered. The device displayed error as not detected on bus. The customer tried to recover but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where multiple pockets were unable to be recovered. A field service engineer (fse) replaced the drawer controller board as the pins were bent. The customer tested and inventoried the drawer to ensure it was functioning correctly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.